Event description:
Health professional reported pt in apex study experienced "poor weight loss and reflux." Pt requested "band removal with conversion to gastric bypass."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Reflux and inadequate weight loss are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of reflux and inadequate weight loss as follows: "contraindications: the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." "Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of inadequate weight loss as follows: "caution: it is the responsibility of the surgeon to advise the pt of the dietary restrictions that follow this procedure and to provide diet and behavior modification support. Failure to adhere to the dietary restriction may result in obstruction and/or failure to lose weight."